Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection with sepsis. Reportedly, the patient presented to the lab with red and swollen device incision. Also, incision site was also opened. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.